Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses featuring c3® delivery system. Proximal portion of a trunk-ipsilateral leg component (rlt311413/17577236) was successfully deployed. While an attempt was made to cannulate into the contralateral gate, blood leakage was revealed from the catheter handle. The physician decided to complete the deployment of the trunk-ipsilateral leg component so that the ipsilateral leg was deployed in hurry and the delivery catheter was removed of the patient. A contralateral leg component was then deployed, followed by an aortic extender component being implanted proximal to the trunk-ipsilateral leg component. The patient tolerated the procedure. It was reported that intra-procedure transfusion was not given to the patient.

Manufacturer narrative:
Device available for evaluation. Corrected this section to yes and added 3/28/2018 as device return date. Device evaluated by manufacturer. Corrected this section to yes. Results of engineering evaluation. The delivery catheter reported in this event was returned and an engineering evaluation was performed. Engineering removed the spine covers and the spine was examined, revealing that no abnormalities were noted. The septum appeared to be intact with no obvious damage. Engineering pressurized the manifold area by injecting dyed water through the septum. The water channeled out of the manifold into the guide wire lumen trough. No visible gap existed between the manifold lid and the spine. Engineering probed the junction where the leak was observed with a pick, and was able to insert the pick under the manifold lid. The manifold has a sealing gasket around the inside, and is further sealed with the addition of glue. Although all the glue ports and guide wire lumen trough appeared to be filled, the gap probed by the pick indicated an insufficient amount of glue. Based on the findings from this evaluation, the physician¿s observation that blood leaked from the catheter handle was confirmed. The likely cause for the observed leakage was an incomplete seal caused by an insufficient amount of glue between the manifold lid and the guide wire lumen trough.